Event description:
Md was inserting arterial line. Dilator would not pass over wire. It appeared that the wire had a burr or step up in size. Later attempts to advance the dilator showed that it would go through the hub, but the wire got stuck when trying to pass the tip of the dilator over the wire. Since this occurrence, rptr has experienced 3 additional problems with arrow products. Individual reports filed for dates of occurrence.